Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v877360, implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead. (B)(4).

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that during a normal battery depletion replacement the lead would not come out of the battery and the lead was stripped. The rep reported that the lead that was stripped was removed and a new lead was implanted. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the stimulator (B)(4) revealed normal end of life no telemetry or no output. Analysis of lead v877360 revealed lead is partially pulled out of the connector port. The lead was overstress/damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.